Event description:
It was reported that during a ptca procedure, the shaft broke inside of the guide catheter while advancing. The catheter was removed without incident. No pt injuries or complications occurred.